Event description:
It was reported that when using the bd pyxis¿ medstation¿ es ribbon cable in drawer was causing the spark. As per part investigation, it was determined that exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem section d medical device brand name, medical device catalog, medical device model, unique identifier (UDI), section g reporting office contact, section h device manufacture date and manufacturer narrative. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02apr2021, was conducted. The review confirmed that no manufacturing nonconformances or production related failures were identified that correlate with the customer reported issue. The reported condition of "main 6 ribbon cable cut-causing sparks" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order #01796918, near main drawer 6 pyxibus cable damaged. The pyxibus cable was replaced. The fse performed test functions. No further issues were observed. Dchu laboratory inspection confirmed that: p/n 120547 01: the "assy cbl pyxibus 6 drawer" was received for investigation. It was observed damage along the pyxibus cable such as a cut with exposed copper strands and black marks, which indicates that the pyxibus cable suffered thermal damage. P/n 359408 01: two "assy latch, fh drawer" were received for investigation. It was observed that one had a missing magnet. While the other had a nonfunctional magnet. During dchu testing: p/n 120547 01: the "assy cbl pyxibus 6 drawer" no further tests are required due to the visible thermal damage. P/n 359408 01: no further testing was performed on both "assy latch, fh drawer" due to the visual inspection results. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cable was cut and that causing the spark. The field service engineer replaced the damaged cable and latch to resolved the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system ribbon cable in drawer was causing the spark. The customer need new cable for drawer. There were no adverse events or injuries reported based on this event.